Event description:
A pt experienced plisters and irritation around the nose and the upper lip where a CPAP mask disinfected in cidex opa was used. The pt was advised to seek med follow-up with his physician.